Manufacturer narrative:
(B)(4).

Event description:
While using a pressurewire certus in the patient the radiopaque tip detached. An attempt to snare the tip was made but failed. The procedure was abandoned due to vessel spasm and inflammation. The patient was stable. The patient returned to the cath lab the next day and a microsnare was used to successfully retrieve the tip. The patient remained stable.

Manufacturer narrative:
The results of the investigation concluded that the tip coil of the radiopaque tip had been fractured and separated from the distal end sensor element (jacket); the fractured tip coil was not returned. The corewire had been subsequently fractured. The distal portion of the fractured corewire was not returned. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the tip coil and corewire damage is consistent with forcible contact. How or when the forcible contact occurred remains unknown. The pressurewire aeris instructions for use (IFU) states that potential complications which may be encountered during all catheterization procedures include but are not limited to: vessel dissection or occlusion, perforation, embolus, spasm, local and/or systemic infection, pneumothorax, congestive heart failure, myocardial infarction, hypotension, chest pain, renal insufficiency, serious arrhythmias or death. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.